Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of insertion resistance, followed by a cut catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 10cm powerglide pro rt midline catheter assembly. Usage residues were observed throughout the sample. The catheter was advanced and the safety mechanism was engaged. The catheter was received in two segments which shared a complete break approximately midway along the shaft. The break site appeared regular and exhibited a tapered profile. The catheter tip appeared to be irregular. Microscopic inspection of the break confirmed a regular fracture surface. The break surface was glossy. A longitudinally aligned scoring mark was observed on the inside surface of the catheter leading into the fracture. Inspection of the distal end of the catheter revealed deformation, buckling and circumferentially outward flaring of the catheter tip. The catheter tip damage was consistent with attempted insertion against resistance, such as into tissue. The catheter break was consistent with subsequent catheter withdrawal against the needle tip. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ a lot history review (lhr) of redv3487 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse "I found a large vessel, insert the needle, push the needle forward, but then I could not get the catheter forward in the vein. I felt resistance. I think there was something wrong with the set/ or maybe I cut the needle - but the set felt wrong. And the little catheter was cut, so a piece was stuck in the patient, and a doctor had to take it out in local anesthesia."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv3487 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse "I found a large vessel, insert the needle, push the needle forward, but then I could not get the catheter forward in the vein. I felt resistance. I think there was something wrong with the set/ or maybe I cut the needle - but the set felt wrong. And the little catheter was cut, so a piece was stuck in the patient, and a doctor had to take it out in local anesthesia."